Manufacturer narrative:
(B)(4). Batch # r5ad4f. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firing. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional testing could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Surgeon placed stapler on lung and fired but it didn't do nothing and when tried to open it was stuck, reverse button did not work also so they used manual overwrite. Then took new stapler and this worked excellent.